Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited far field oversensing and noisy signals on its right atrial (ra) lead channel. Technical services (ts) was consulted and discussed troubleshooting and programming options. This device remains in service. No adverse patient effects were reported.